Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and a minimum fill notification occurred after the user filled the cartridge with 300 ml of insulin . During troubleshooting with tandem technical support, the malfunction alarm was cleared and a new cartridge was loaded. Insulin delivery was resumed successfully. There was no reported adverse impact to customer blood glucose level.